Manufacturer narrative:
No product sample was received for evaluation; therefore, visual and functional testing could not be performed. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that network connectivity was not stable. No patient injury was reported.

Manufacturer narrative:
No product sample was received for evaluation; therefore, visual and functional testing could not be performed. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that network connectivity was not stable. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147.